Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field: d4- lot number (na for hardware unit). It was reported that the cs100 has alarm ¿ unknown / unspecified. The machine experienced a loop leak alarm during use. The customer replaced the equipment themselves, and no personal injury occurred.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) unit displayed loop leak alarm. There was no patient harm reported.